Manufacturer narrative:
Date of event: (B)(4) 2016. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported the unit displayed error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the power management (pm) pcba and cpu board for evaluation. Visual inspection of the power management (pm) pcba and cpu board revealed no evidence of damage or contamination. The power management pcba and cpu pcba were tested in the fi test ventilator and ventilator went ventilator inoperative with error code message of machine and proximal pressure sensors failed (1007). In addition, there were multiple error codes identified in the diagnostic log. Fi technician observed during debugging that the u19 (low voltage cmos octal bus buffer (3-state) with 5v tolerant input and output) pin 17 output was at 0v and should be at 2.6v on pm pcba. U30 (quad differential line driver) pins 14 and 15 was shorting to ground on the cpu pcba causing the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed (1007). Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause of the reported problem is due to u19 pin 17 output was @ 0v and should be at 2.6v on pm pcba. The u30 pins 14 and 15 was shorting to ground on the cpu pcba.